Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the right ventricular defibrillation coil was variable, the impedance of the superior vena cava defibrillation coil was beyond the expected upper range, and the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high/undefined rv coil impedance and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.